Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system extension sets had white discoloration or a blemish inside the tubing, near the filter. Some of the white discoloration (substance) could be scraped off the tubing. This was observed when retrieving the sets from the cases, prior to patient use. There was no patient involvement. No additional information is available.